Event description:
It was reported that prior to use with an unspecified amount of bd micro-fine¿ plus insulin syringe 0,3ml 0,30mm (30g) x 8mm the syringes were damaged. "It's a joke how bad the syringes u100 0.3 are made. I bought 500 a few days ago, most of which were broken. I spent £150 again, of which I have nothing to give injections because everything ended up in the trash. "

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. The customer returned ten photos of the 30gx8mm syringe. The consumer reported broken syringes. The photos were examined and displays damaged syringes. A review of the device history record was completed for batch# 2129714. All inspections and challenge were performed per the applicable operations qc specifications. Based on the photos received, embecta was able to confirm the customer¿s indicated failure (syringe broken). There were no quality notifications or dispatches that pertained to the complaint; therefore, no root cause can be determined. H3 other text : see h10.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with an unspecified amount of bd micro-fine¿ plus insulin syringe 0,3ml 0,30mm (30g) x 8mm the syringes were damaged. "It's a joke how bad the syringes u100 0.3 are made. I bought 500 a few days ago, most of which were broken. I spent £150 again, of which I have nothing to give injections because everything ended up in the trash. "